Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor displayed a service code during incoming functional testing. Upon investigation, both pads on high-voltage capacitor c20 were found to be lifted from the defibrillation board, causing the test failure. The root cause for the lifted pads could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the lifted pads. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn: (B)(4) failed incoming functional testing. The last patient to use this monitor did not report any deficiencies.